Event description:
It was initially reported that the pt was showing bruising and dark areas around the patient's pulse generator. The mother said that the pt was punched by his brother in the chest a few weeks prior to the report which might have caused the event. It was said to be monitored by the surgeon, but no intervention was taken at that time. Later, info was received indicating that the patient's generator was now protruding through the skin and the surgeon is considering removing the generator, but this was not yet decided. Good faith attempts to obtain additional info have been unsuccessful to date.